Event description:
During a follow-up for a patient previously implanted with an evoke spinal cord stimulation (scs) system, a migration of both leads was confirmed. During the revision procedure, both leads were replaced.

Manufacturer narrative:
The devices were returned to saluda for analysis. The anchors passed the functional testing. The cause of the lead migration could not be established. Lead migration which may result in undesirable stimulation changes and may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in evoke scs system surgical guide. Device information for second lead: brand name ¿ evoke 12c percutaneous lead kit - 90cm, model ¿ 103808, lot ¿ 9015552604, catalog ¿ 1009, expiration date ¿ 07 may 2024, unique identifier (UDI) ¿ (B)(4), device manufacture date ¿ 08 may 2023.